Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI.UDI related data quality updates only.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2023 due to chest injury, pain and shortness of breath for 4 hours. This was reported to be caused by a fall from an undisclosed height. On (B)(6), after indwelling the nasotracheal intubation, it was discovered that the air bag pressure was slowly leaking. The tube was immediately replaced with another nasotracheal intubation under fiberoptic bronchoscopy. The sac pressure can be maintained within the normal range and a ventilator was used for assisted ventilation. No adverse effects were caused to the patient's health.

Manufacturer narrative:
Other text: device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.